Event description:
The customer reported being in the emergency room with high blood glucose of 28 mmol/l. The customer was treated with 6 units of rapid action insulin. The customer stated while being in the hospital, the insulin pump alarmed and the battery was changed. Troubleshooting was performed. The time and date were correct. The daily totals matched to basals and boluses. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.